Manufacturer narrative:
Correction information. G6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information. D4:unique identifier (UDI) . H4:device manufacture date. Evaluation summary: based on the reported events, it was determined that the imaging system (transmission cable and its connection part) had become disconnected, causing the abnormalities in the images. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 14-apr-2021 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 14-apr-2021. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Image disturbance during angulation. This event occurred at the time of before use. There was no report of patient harm.